Manufacturer narrative:
Upon receipt of additional information, it has been determined that the reported event is a duplicate of 0001822565-2017-03780. Any additional information will be reported with 0001822565-2017-03780.

Manufacturer narrative:
Reference: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a knee arthroplasty, the provisional fractured. No adverse events have been reported as a result of the malfunction.